Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the cartridge air bubble issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Additionally, it was reported that malfunction alarms occurred. Reportedly, the customer cleared the alarms and removed the air bubbles. There was no adverse impact to the customer¿s blood glucose level.